Event description:
Consumer alleges that his yellow lights are flashing and the unit will not move. In speaking with the reporter it was learned that he was no injured from this event. He has purchased a joystick from the service center and his powered wheelchair is now working fine. Please note that if any further information is received a follow up report will be filed.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model m51, serial number/date code (B)(4) is approximately 9 years old. The owner's manual part number 1125085 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.